Manufacturer narrative:
Medwatch sent to FDA on 3/9/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of yellowish bruise, painful, red and swollen are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of ecchymosis, skin discoloration, pain, erythema and edema: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Haematomas. Staining or discolouration in the injection area."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma xc to the temples and juvederm volbella with lidocaine in the tear troughs. Patient was reviewed a week later and had developed a "yellowish bruise" to the "left right temple." About another week later, the patient was reviewed again and had developed "painful, red and swollen" on the right temple and red but not painful in the right tear trough area. No treatment has been provided and symptoms are ongoing.